Event description:
It is reported that the pt was revised due to tibial loosening and loosening of the patella. During revision large cystic areas were noted on the undersurface of the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.